Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance of a clearlink continu-flo solution set in which the male luer separated from the tubing. The condition occurred while in use on a patient and the medication is unknown. It was just prior to an unknown surgery. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition of separated tubing was not confirmed; however, it was observed that the second clearlink y-site was missing the inner gland from the female luer. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.